Event description:
It was reported after the device was connected to the lead and placed in the pocket, an impedance check was ran. The first impedance check came back with greater than 4000 ohms on c<(>&<)>0, 0<(>&<)>1, 0<(>&<)>2, 0 <(>&<)>3. The impedance check was run again at amplitude of 3v and pulse width 300. There were errors greater than 4000 on 0 <(>&<)>1, 0<(>&<)>2, 0<(>&<)>3. The physician unscrewed the device, removed the lead from the header, cleaned the lead with a dry and clean sponge, repositioned the lead in the header, and tightened the set screw with the torque wrench. The impedance check was run several more times with the same issues still presenting. It was also noted that the manufacturer representative saw the implanting physician bending the distal end of the lead because he was wanting the lead to move more 'medial to lateral.' The physician did not seem to bend it very much nor use much force. The device was programmed around the electrode impedance problem areas and the patient was able to feel the stimulation on those programs. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 3889-28, lot# va005rq, implanted: (B)(6) 2012, product type lead.